Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an enterectomy on (B)(6) 2018, and suture was used. During the convergence of the abdominal walls, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/04/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance breakage suture. A needle/suture piece was returned for analysis. This product code is loop. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle were observed, also the suture was examined and presents body fluids and the ends suture were cut that appears to by the use of a surgical instrument. Functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According the sample condition, the assignable cause of the breakage suture suggest an improper handling of the sample. An unopened sample was returned for analysis. During the visual inspection of an unopened sample, no defects were found on the package. The sample was opened and the swage and attachment area were as expected. The suture was examined along strand and no defects, damage or breakage suture were noted. A functional test was performed on the sample and the tensile force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture was found and the tested samples meet the finished goods requirements.